Event description:
It was reported that a caregiver was assisting the ambulance crew with trying to get a patient out of the house. Initially, it was reported that the caregiver cut their hand. Reportedly, the caregiver signed a "refusal of treatment" form at the time of the event and left the scene. Reportedly, the ambyulance service followed up with the caregiver but the telephone number that he had provided was disconnected. On march 27, 2006, litigation paperwork was received on behalf of the caregiver.